Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor. Unable to test insulin pump for frozen screen, constant tone or button keypad anomaly due to blank display. Insulin pump had a severe scratch on display window, scratch reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump is making constant loud beep, there is no response from any buttons, the screen is partially frozen, and no advancement of the time. The blood glucose was 91 mg/dl at the time of the phone call. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.